Event description:
It was reported that the patient's cannula kept bending due to the patient's kyphosis. No suture wing was noted to have been in place on the cannula. It was noted that the rings were separating and blood was "leaking" between the wires. A sales rep inspected the cannula very closely and noted that the cannula appeared to be intact. The cannula has been returned for analysis. Analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Analysis was completed on the returned cannula. The cannula was shown to have the inner urethane layers broken allowing blood to enter the wire bound portion however the outer layer was not breached so no blood leakage or air ingress could have occurred. The cause of the break is unknown however it could be due to bending of the cannula over an extended period of time. The cannula was reported to be unsecured during support which could have further contributed to the stress applied to the cannula.

Event description:
A review of the manufacturing records for the cannulas distributed to the hospital where the event occurred did not identify any deviations or non-conformities relevant to the reported issue.